Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify keypad unresponsive or button error alarm due to blank display. The following were noted during visual inspection: scratched case and moisture damage in battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went to swimming and buttons of insulin pump were not responding and the screen was off. The customer reported that the retainer ring of insulin pump was missing and the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.